Manufacturer narrative:
Concomitant medical products: product ID: 3058,serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that eight months after implant (around (B)(6) 2014) she had a return of symptoms and her stimulation has not controlled her symptoms since then. When her symptoms returned the stimulation did not do much for her and only helped with some of her symptoms. It was noted that prior to implant the patient had to self cath and with the stimulation she was able to go on her own. The patient's doctor put her on different medications to help control the other symptoms. She had new urinary frequency and reprogramming had not helped. On the day of this report, the consumer reported that she did not think that her stimulator was working and she did not feel any stimulation. The therapy was reportedly on and the patient tried all four programs but was unable to feel stimulation on any program. The patient set her device to program four. Usually the patient kept stimulation between 1.4 and 1.6, but the patient increased to 3.0 and walked around a bit to see if she could then feel stimulation. The patient went back to her room and sat on her bed and when she did it "shocked the crap" out of her. It was "like major stimulation" because she forgot to turn the device back down. This was related to positional movements. The patient decreased the amplitude and this eliminated the uncomfortable stimulation. She turned the stimulation down really fast and has been feeling stimulation off and on. The patient also had return of symptoms and difficulty urinating. It would take her about 10 minutes to urinate which was unusual for her so she increased stimulation which helped her urinate more easily, but the patient felt stimulation in the wrong location. The patient had reprogramming but this did not help. There was no trauma or falls related to this event. The patient had a doctor appointment scheduled on (B)(6) 2015 and planned to call in an update following this appointment. It was noted that the patient had lost 30 pounds in a 6 month period due to ic diet issues and eating issues. This was reportedly not device related but due to other medical issues. It was also noted that the patient saw half battery on the programmer and was concerned about implantable neurostimulator battery life. Patient services reviewed that the battery she was seeing was for the programmer. Additional information received from the consumer reported that none of the patient's leads were working. The patient had increased stimulation on all programs due to the leads not working. The patient had a revision on (B)(6) 2015, but the file showed the lead revision occurred on (B)(6) 2015. The patient recovered completely and gave no indication of any issues after the revision. Following the revision, the patient tried changing programs to one set higher and felt shocking and stimulation too high. Since then in (B)(6) 2015, the patient did not know how to change programs. It was reviewed how to turn therapy off, switch programs, decrease, then turn therapy on and adjust as needed and this resolved the issue. The shocking and stimulation too high was due to a sudden change in therapy or symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.